Manufacturer narrative:
Joerns sending the report to the MFR.

Event description:
It was reported to the MFR by the facility ((B)(6)), per the facility two cna's were moving the resident from bed to wheelchair. When the resident was lifted into the air, the cnas were moving the lift. The lift fell over with the resident in it. The resident was assessed on the floor and then returned to the bed. X-ray was taken of the resident's right arm in his room. The x-ray was determined to be negative. Complaint (B)(4) have been entered into our system to retrieve the lift for investigation.